Manufacturer narrative:
Evaluation device summary: medtronic conducted an investigation based upon all information received. It was reported that during use on a patient this 980 ventilator displayed "vent inoperative and replace ventilator" error message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. The sp checked the unit logs and replaced pneumatic interface (pi) pcba (printed circuit board assembly) and dc (direct current) - dc converter pcba due to error codes. The sp also replaced the etco2 (end tidal carbon dioxide) cable and host option board to address the co2 sensor not ready error message. The ventilator passed all testing and calibrations per manufacturer specifications and was returned to the customer. The review of the ventilator logs confirmed the ventilator entered backup ventilation at the time of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient this 980 ventilator displayed "vent inop and replace ventilator" error message. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during use on a patient this 980 ventilator displayed "vent inoperative and replace ventilator" error message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. The sp checked the unit logs and replaced pneumatic interface (pi) pcba (printed circuit board assembly) and dc (direct current) - dc converter pcba due to error codes. The sp also replaced the etco2 (end tidal carbon dioxide) cable and host option board to address the co2 sensor not ready error message. The ventilator passed all testing and calibrations per manufacturer specifications and was returned to the customer. The review of the ventilator logs confirmed the ventilator entered backup ventilation at the time of the event. The dc-dc pcba, pi pcba and host option pcba were returned to medtronic for further analysis. But the etco2 cable was not returned to medtronic and could have contributed to the reported issue. The returned pi pcba <(>&<)> host option pcba were tested with no abnormalities observed. The dc-dc pcba was analyzed in test unit and it was found during calibration the unit could not sense air and o2 (oxygen). Further analysis found the 12v fuse (f4) was missing. It was unknown on how the f4 fuse was displaced. Analysis found the dc-dc pcba failed the functional pcb test and determined it faulty. The cause of the event was isolated to a fault in dc-dc converter pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.